Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(4).

Manufacturer narrative:
The gear pump pressure was corrected and a vacuum tube on the rinse station was exchanged. The system was then confirmed to be running within specification. These issues were determined to be the cause of the event.

Event description:
The customer received a questionable low creatinine plus ver.2 result for one patient sample. The initial result was 9 umol/l and was reported outside the laboratory. The result was questioned and the laboratory was contacted. The sample was repeated on (B)(6) 2015 and the result was 144 umol/l. The patient was not adversely affected. The creatinine reagent lot number was 61521201. The expiration date was requested, but was not provided.